Event description:
It was reported that following weight loss the patient's IPG was protruding and causing discomfort. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.